Event description:
Same case as 2134265-2013-06684, 2134265-2013-06685. (B)(4) study. It was reported that post stenting treatment procedure, dyspnea and restenosis occurred. In august 2011 the subject presented due to unstable angina (braunwald classification iiib) which was diagnosed as myocardial infarction and was referred for cardiac catheterization. Target lesion #1 was a de novo bifurcated lesion located in the proximal lad into mid lad with 95% stenosis and was 30 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation and placement of 2.75 mm x 24 mm, 3.50 mm x 32 mm and 3.50 mm x 12 mm taxus element stents (stents 3.50 mm x 32 mm and 3.50 mm x 12 mm were placed in an overlapping fashion), following post dilatation, residual stenosis was 0 %. Following placement of the 3.5 x 32 mm study stent in the long lesion in proximal to mid lad, there was a vasospasm noted distally. As a result, dilatations were performed using 1.2 x 12 mm non bsc balloon. The subject was discharged three days later on aspirin and clopidogrel. In (B)(6) 2013 the subject was presented due to dyspnea and was hospitalized on the same day. There was an 80% restenosis of the taxus element stent in the 1st diagonal which was treated with balloon angioplasty using a 2.75 x 20 mm non bsc drug eluting balloon, with 0% residual stenosis. With 0% residual stenosis. The event was considered resolved without residual effects and was discharged the following day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that post deployment of the 2.75 x 24 mm stent in the first diagonal, there was dissection noted caused by a guidewire. As a result, the 3.5 x 12mm stent was deployed as a bailout stent in left anterior descending artery (lad). The patient presented for the (B)(6) 2013 event with symptoms of unstable angina. The patient was discharged on clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the second target lesion was a de novo lesion located in the mid lad extending to the 1st diagonal. Also, the 2.75 mm x 24 mm stent was deployed in the 1st diagonal, with 0% residual stenosis and not on the proximal lad that was previously reported.